Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that the patient faced incorrect infusion set cannula insertion due to which leakage event occur on (B)(6) 2025. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: netherlands. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. Complaint investigation results: a complaint investigation has been initiated. The reference samples for the lot 6009000 have been tested in the trackwise record (B)(4) on 16-may-2025. Test results: no product testing required for malfunction code adhesive patch lifts or detaches during use (only use for confirmed adhesive issue, refer to (B)(4)). The rest of the information can be found in database (B)(4) complaint test report. Device history record (DHR) review: the lot 6009000 was manufactured according to 3902085 version 80 appendix 1 batch card for production of packaging room, on 24-sep-2024, with a total of 15,360 units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Trending: a query was run in database on 16-may-2025 against malfunction code adhesive patch lifts or detaches during use (only use for confirmed adhesive issue, refer to idd-pmc11.07) and lot 6009000 with no other complaint identified. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.